Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion and a steam pop occurred. During an ablation procedure to treat atrial fibrillation, the physician was burning the cavo-tricuspid isthmus (cti) line with an intellanav mifi open-irrigated ablation catheter and heard a steam pop. The patient's blood pressure dropped and an intracardiac echocardiogram (ice) was done. Pericardial effusion was present and a pericardiocentesis was performed. The patient made a full recovery. The suspected cause of the steam pop was high power on the ivc / ra junction. The flow rate was set to 30 ml/min during ablation and no notable increases in impedance were observed. The catheter was removed and checked for char/coagulum on the tip. A polaris decapolar catheter was also in the body, however, the mifi oi was the device that caused the event while ablating the cti. No resistance was felt while maneuvering the catheters.